Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery and motor position encoder error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, broken battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that they received motor position encoder error alarm and a motor error alarm. The customer's mother reported that the motor error alarm recurred during self-test. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.